Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced the hub separating from the product. The following information was provided by the initial reporter. The customer stated: this is a report about separation of the needle hub from the holder. According to the customer's report, it was visually confirmed that the holder hub had a kind of crack and the needle was separated from the holder.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-08-17. H6: investigation summary bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for hub-holder separation with the incident lot was observed. A crack was found on the snap ring of the holder leading to hub assembly separation. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and the issue of hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hub-holder separation. The location of the fracture is on the gate side of the snap ring and the polypropylene surrounding the fracture shows signs of delamination. The holder was molded on press u79 within cavity 17. As a corrective action, mold press u79 will be taken out of production and cavity 17 will be further investigated. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced the hub separating from the product. The following information was provided by the initial reporter. The customer stated: this is a report about separation of the needle hub from the holder. According to the customer's report, it was visually confirmed that the holder hub had a kind of crack and the needle was separated from the holder.